Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar instrument and completed the device evaluation. The instrument was analyzed and the reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. There were no signs of thermal damage. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had burns on the tips. There was no reported injury.